Manufacturer narrative:
The ge representative conducted an on site investigation. The general purpose operating system printed circuit board and the sata hard drive were replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.